Event description:
Reportedly the stent was inaccurately deployed so the lesion was not covered with the stent. An additional stent was placed to cover the lesion. No pt injury reported. This event was part of the resilient clinical "trainl ide".